Event description:
It was reported that the patient went into atrial fibrillation during routine replacement of the pacemaker. Two atrial tachy response and multiple non-sustained ventricular tachycardia events were recorded the evening after implant; however, none have occurred since that day. The physician felt the patient's heart was irritated by the procedure and had since settled. The pacemaker remains in service and no additional adverse patient effects were reported.